Manufacturer narrative:
Approximate age of device - 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during a regular clinic visit, an interrogation of the patient¿s system controller history revealed pump off events on (B)(6) 2018 and on (B)(6) 2018. The manufacturer¿s technical service representative reviewed supplied log files and confirmed the pump off events. On (B)(6) 2018, the external portion of the patient¿s percutaneous lead was replaced, however pump stop events continued to occur. The patient underwent a pump exchange on (B)(6) 2018 to resolve the issue. As of (B)(6) 2018, no additional pump stops have been reported.

Manufacturer narrative:
Manufacturing evaluation conclusion: the report of a potentially compromised percutaneous lead was confirmed based on the evaluation of the returned pump. A distal end percutaneous lead replacement was performed by a tech services representative on (B)(6) 2018 on wo (B)(4). Approximately 16¿ of the external portion/distal end of the lead was returned. Tape was covering a majority of the returned lead, covering multiple holes in the silicone sleeve. The tape and silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. Continuity and hipot testing were performed on the 16¿ distal end repair of lead which did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned with the percutaneous lead cut approximately 2.5¿ from the pump housing and the severed portion of lead, measuring approximately 30¿ in length, was returned. Continuity and hipot testing were performed on the 2.5¿ pump end repair of lead which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 30¿ distal end portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of orange wire approximately 21.5¿ from the controller connector. The 30¿ distal end portion of lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation which revealed two insulation breaches in the yellow wire approximately 26¿ from the controller connector and one breach in the insulation of the brown wire approximately 28¿ from the controller connector. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange, yellow, and brown wires could have resulted in a pump stoppage if the exposed conductors of either of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt patient cable. The heartmate ii lvas patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii IFU contains a section which outlines indications of perc lead damage as well as how to respond to such events. No further information is available. The manufacturer is closing the file on this event.